Manufacturer narrative:
Block b3: exact date unknown, event occurred over 1 year ago from date manufacturer was made aware.

Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming. It was also noted that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.